Manufacturer narrative:
The technician found the end tube latch bolt and nut was missing. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2007-2011 and 2013-2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the latch and bolt and nut to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the side rail would not latch. The bed was located in the ER at the account. There was no patient/user injury reported. (B)(4).